Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the autotome rx 44 "fractured" while being used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, visual evaluation and magnification noted that the working length was kinked and torn from the end of the rx channel to the tip. Additionally, distal pierced hole was torn displacing the cutting wire anchor from its original position (the wire anchor is still within the catheter). No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was kinked and torn from the end of the rx channel to the tip. Additionally, the distal pierced hole was torn displacing the cutting wire anchor from its original position (the wire anchor is still within the catheter). Based on the condition of the device, the problem found could have been generated by manipulating the device through difficult anatomy, the technique used for the device manipulation and interaction between the autotome and the scope (hitting against a hard surface). The working length torn from the end of the rx channel to the tip could have been caused when the user pulls/removes the guidewire through the c-channel and the technique used during loading/removing the guidewire into the device. Additionally, the working length was torn at distal pierce hole, could also have been caused by submitting the catheter to tension forces during the handle actuation and bowing the device without being completely out of the scope and displacing the cutting wire anchor from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the autotome rx 44 "fractured" while being used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.